Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was reprogrammed to prevent in appropriate shocks and it remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.